Event description:
Customer using accu-chek compact system. Customer reports back to back testing with results of 110 mg/dl on the doctor's meter, and 240 mg/dl on his compact meter. Location of testing is not provided. Quality controls expired and not ran. No actions/inactions taken based on results. No treatment received. No adverse event reported. A request was made for return of the suspect product and a replacement was sent. Accu-chek compact system: meter # unk, accu-chek compact test strips lot # 20645441, exp date: 02/28/2007.

Manufacturer narrative:
The suspect product is compact test strips.